Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare provider (hcp) reported that the therapy never really worked since implant. No further details were known; the hcp wanted a manufacturer representative (rep) to check the implant. There was no therapeutic effect. Additional information received from the hcp in response to follow-up reported that the rep had been called to check the device but the meeting had not occurred as of (B)(6) 2015. The leg pain was not resolved.

Manufacturer narrative:
Concomitant medical devices: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
The consumer reported that their implantable neurostimulator (ins) was not working right. Their legs were really bothering them and were hurting and sore. The patient saw their doctor and they thought the issues were caused or related to the spinal cord stimulator (scs). They thought there was something going on with the battery. They wanted a manufacturer representative to check the device. The scs used to help but at the time of the report the patient was having leg pain. The onset of symptoms was considered sudden. The patient was indicated for failed back surgery syndrome and spinal pain. No causes, interventions, or outcome were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.